Event description:
Customer alleges chair wouldn't tilt back. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, 5' 11.5" who (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers mother stated that the chair would not tilt the consumer back which caused her to slide out of the power chair. This allegedly happened 3 times and each time the consumer allegedly had to go to the hospital. It is unknown if the consumer was wearing their seat positioning strap. Page 19 of the owner's manual states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately." The mother stated that the dealer replaced the mercury switch, along with the left drive motor and tilt actuator. The mother stated that the chair is now fixed. Undetermined injury with medical intervention. Components are not being returned to invacare at this time for an inspection and evaluation. No RMA has yet been issued.